Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion with moderate tortuosity, heavy calcification and 90% stenosis located in the distal circumflex coronary artery. The 2.0 x 15 mm mini trek was advanced with resistance to the target lesion and the balloon was inflated, but ruptured at 10 atmospheres (atms) during the first inflation. Another device was used and the procedure was completed with deployment of the stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.